Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty with the lever/foot was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulty could not be determined. Factors that contribute to the difficulty to retract the lever/foot, include, but not limited to tissue caught in foot or vessel was caught by the foot during closure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was resistance when the lever was raised about halfway. The sutures of two new prostyle device were successfully pre-placed. The sheath was upsized to a less than or equal to 24fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.